Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review for this product was not performed since the lot number was not reported and the product and labeling were not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide after a percutaneous transluminal angioplasty procedure using a 6fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.